Event description:
The customer observed less than analyzer range (<ar )choi results for both patient samples and qc fluids on the vitros dt60 analyzer. No patient results were reported. Basied results could not lead to inappropriate physician action. There was no report of patient harm as a result of this event.